Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient dislocated their constrained liner. Surgeon proceeded with another constrained, smaller size for better cement mantle. Cemented into a competitors shell - well fixed.